Event description:
Reportedly, atrial vega r52 lead was implanted with good electrical values obtained. When connecting the pacemaker, it was found that the connector pin was distorted, and could not be used anymore. Finally, the beflex rf45d lead was replaced with another lead.

Manufacturer narrative:
Analysis synthesis: the manufacturing process of the lead was re-investigated, and all production steps and tests were performed according to all applicable procedures. Upon reception of the returned lead, visual inspection confirmed the reported connector pin bending. Based on the quality controls in place to prevent the distribution of products with such damage, and considering the bending was not observed during the final visual inspection of the packaging or by taking the lead. It is suspected that the connector pin may have been unintentionally damaged when the butterfly tool was placed on it during the implantation procedure, likely due to an unexpected or sudden movement. It should be noted that such a bending could occur if an excessive load is applied when connecting the butterfly tool to the connector pin. The physician¿s manual provides the following indication to attach the butterfly tool to the connector pin. The results of this investigation are retained and utilized for trending purposes. Please refer to the attached report.

Event description:
Reportedly, atrial vega r52 lead was implanted with good electrical values obtained. When connecting the pacemaker, it was found that the connector pin was distorted, and could not be used anymore. Finally, the beflex rf45d lead was replaced with another lead.